Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for routine device exchange. During procedure, on (B)(6) 2019, the atrial lead was capped and replaced for unknown reasons. More information was requested but not provided.

Event description:
New information noted that there were no alleged malfunctions on the atrial lead. Patient was stable post procedure.